Event description:
It was reported that the right ventricular lead exhibited exhibited noise, also noted under fluoroscopy both leads were noted to have breached insulation. The pocket was opened a suture was noted around both leads causing insulation abrasion and exposed filars. The leads were capped and new leads were implanted successfully and a new pacemaker due to right ventricular setscrew could not be tightened. The patient was stable post procedure.

Manufacturer narrative:
New information; device manufacture date.